Event description:
During attempted implant, the helix of the left bundle branch (lbb) lead could not be retracted. The helix was damaged during removal. A different lbb lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one-piece. X-ray examination of the helix mechanism found no anomalies or distortion of the inner coil that would have contributed to helix issues reported in the field. Visual and x-ray examination found the helix was stretched and bent consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being bent and stretched.